Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the heavily calcified and severely tortuous mid left anterior descending (lad). The balloon ruptured at 16 atmospheres. The procedure was completed with a different device. No patient injuries or complications were reported during this procedure. Patient's status listed as "good".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed to confirm that no issues of discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. This investigation will be assigned the most probable root cause is considered operational context.